Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code, will not power up) was confirmed. As received, the monitor displayed a white screen at power up. Service investigation revealed corrosion to several components on the table top, defibrillation and ca pca boards. The table top board, t3 on the defibrillation board, and j101, u107, u103, j502 and r143 on the ca board were all corroded. The cause of the code 104 (sd card fault) was corrosion on j101. The cause of the code 107 (multiple abnormal shutdowns) was corrosion on j502. The damaged j502 drew voltage from the backup battery and caused the monitor to reset. The cause of the corrosion was likely contamination. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the damaged components. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's father contacted zoll customer support to report that the patient's monitor was displaying a service code. The patient was issued a replacement monitor.